Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the audio bolus button was under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the audio bolus button is responsive and its cover is intact unrelated to the complaint, the display looks dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).